Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A critical alarm was heard and confirmed by telemetry. The alarm was due to an empty reservoir volume being reached. The patient's personal therapy manager (ptm) indicated the low reservoir alarm date was on (B)(6) 2015. The patient complained of slight nausea from the oral medications they were taking. The pump was refilled on (B)(6) 2015, and the patient was receiving effective therapy. The pump contained morphine.